Event description:
Ous MDR - after an implantation period of about 80 months, impedance values > 2000 ohms were reported (threshold 4.0v @ 1.5ms). The lead was replaced and returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two fragments at 11 cm distal to the is-1 connector pin. Both lead segments were received for inspection. The lead segments were subjected to an extensive analysis. The inspection revealed a squeezed and deformed lead body at the proximal part of the lead. At this position the insulation material was found ruptured. Based on the characteristics and location of these damages, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as a result of clavicular, first rib entrapment. Diagnostic images clarifying this assumption were not available for analysis. Further investigation revealed intra-operative damages i.e. Cuttings of the insulation were noted at several positions and the rv and svc shock coils were found deformed. The analysis did not reveal any sign of a material or manufacturing problem.